Manufacturer narrative:
Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2017 - 10137. Concomitant products: acetabular liner, unknown part/lot. Femoral head, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient's right hip was revised approximately 1.5 years post implantation due to implant failure and pain. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Concomitant medical products: 139261, m2a magnum 42-50m tpr insrt +9, 140010. Us157852, m2a-magnum pf cup 52odx46id, 031410. The 192409, echo por fmrl red nc 9 x 125 mm, 749050.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.